Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had possible under delivery. Blood glucose level was 12 mmol/l at the time of the incident. Customer¿s current blood glucose was 9 mmol/l. Customer treated for high blood glucose with manual injection. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer reported that the reason they alleges insulin pump is under delivering as they tried to give extra insulin but the blood glucose wont decrease. Customer is not calling back to perform an high pressure test. Customer reported that insulin did not exit at the infusion set. The insulin pump will not be returned for analysis.